Event description:
Right total hip replacement on (B)(6) 2003. He received the depuy total hip pinnacle acetabular cup 52 sz mm, ultamet metal insert 36mm, 52d and the articul/eze metal on metal femoral head. Left total hip replacement on (B)(6) 2006. He received the depuy total hip pinnacle acetabular cup sz mm 56, the pinnacle metal insert 36mmid x 56mmod, and the articul/eze metal on metal femoral head. In 2009, he began having pain and popping in his right hip which causes him to have difficulty walking and performing physical activity. In 2011, he began having similar problems with his left hip. He also has elevated levels of chromium and cobalt in his blood. These problems are ongoing. Reason for use: right hip osteonecrosis and secondary osteoarthritis and left hip osteonecrosis and secondary osteoarthritis.